Event description:
Philips received a complaint on an intellivue mmx indicating that no non-invasive blood pressure (nibp) readings were being obtained. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported. Upon evaluation of the device, it was identified the nibp readings are inaccurate.

Manufacturer narrative:
The device was returned for bench repair and evaluated by bench repair personnel. During analysis, it was identified that the calibration information was not being stored properly; therefore, the nibp was not reading correctly. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was faulty components. The issue was resolved by replacing the front-end adapter and nibp assembly and the device was returned to the customer.